Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user attended a fitting appointment and affected channels were observed. The mother said that she noticed that the child was listening less or not listening from the right side and reported that this occurred suddenly.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Further tests are considered by the clinic but no date has been scheduled yet.

Event description:
The user attended a fitting appointment and affected channels were observed. The mother said that she noticed that the child was listening less or not listening from the right side and reported that this occurred suddenly.